Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. The reported failure could not be reproduced during testing. System log files were obtained for further review. A system check-out was completed; the mechanical test, imaging test and safety inspection all passed, system functioned properly. System logs were obtained and a software investigation was initiated; further evaluation is currently in progress.

Event description:
A medtronic representative reported that when using the imaging system to take an image, the detector is not aligned properly. This was noticed using a phantom; no patient was involved when this event occurred.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation of the software logs proved to be inconclusive based on the information provided.